Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having a ton of urgency, so they thought it was time to charge. The patient said when they tried to charge the ins, they saw code 1707. The patient said they could feel the top part of the ins but they couldn't feel the bottom. The agent reviewed how to start a charging session. The patient was able to start and maintain a charging session. The ins battery was at 10% and therapy was on.